Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with bent cannulas. The customer reported that when the bent cannulas first occurred they received an insulin flow blocked alarm. Their blood glucose level went up to 400 mg/dl which they treated with manual injection. Troubleshooting was performed for the bent cannulas. The device will not be returned for analysis. The infusion sets will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.